Event description:
It was reported that the "fiber head" broke outside of the patient; no additional information was reported or is currently available.. Patient outcome: no damaged to the patient - there was no injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the total length of the fiber is 12 feet ¼ inch; the connector is detached and returned; the proximal end of the fiber blue outer sheath shows signs of burn; the proximal end of the glass fiber is fractured and extends from the blue outer sheath; the distal fiber tip does not show signs of usage. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending.